Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair surgery, the reload was difficult to load on the device handle and a piece of the reload snapped off inside the port leaving the outer sheath in port. The piece was retrieved by removing port from the patient. Another device was used to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair surgery, the first device was used until the event occurred wherein the reload was difficult to load on the device handle and a piece of the reload snapped off inside the port leaving the outer sheath in port. The piece was retrieved by removing port from the patient and it was no longer used afterwards. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the distal sleeve was d isengaged. 2 fully applied 10r device loading units(dlus) with disrupted timing were received. Microscopic inspection noted the sleeve of the instrument was jammed inside one of the fully applied dlus. 1 partially applied 10r with disrupted timing was received. Mi croscopic inspection noted no scratches on the inner tubes of the dlus. A functional evaluation found that the articulation knob did not function properly. It was jammed in the straight position. The handle of the instrument could be actuated and cycled properly with no dlus. A test dlu could not be loaded onto the instrument due to the sleeve disengagement. A material hardness testing was performed on the distal sleeve and found to meet requirement on the component specification. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torqueing of the knob. Replication of the difficult to load condition could be due to excessive manipulation indicated by the scratches on the inner tube of the loading unit. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.